Event description:
Pt is a (B)(6) female who presented with a unilateral late seroma in her right breast 16 yrs after undergoing a cosmetic breast augmentation with saline implants. She had no recent history of trauma, infection, or other event to explain her findings. She was initially evaluated by a breast surgeon who ordered a breast MRI suspecting an implant leak. MRI showed the implant was intact. There was no mass visualized. There was a large amount of fluid surrounding the breast implant. She was referred to me "plastic surgery" for further eval. Pt was sent for ultrasound guided aspiration of the fluid surrounding the breast implant. Culture results of the fluid showed no bacteria. Pathology results confirmed anaplastic large cell lymphoma. She was evaluated by a hematologist/oncologist who performed a staging workup. She then underwent surgical removal of both implants and their surrounding capsules. On (B)(6) 2012: (B)(4): right breast fluid: atypical lymphocytic infiltrate consistent with seroma associated anaplastic large cell lymphoma. The pap stain smear and the h/e stained cell block shows an atypical lymphocytic infiltrate composed of predominantly large neoplastic cell infiltrates with anaplastic features. The neoplastic lymphocytes express cd30, cd45, cd5, cd3 "subset", ema "subset" bcl-2, but not alk1, ER, pr, ae1/3, cd34, cd20, pax5, cd68 or cd10. The mib stain is positive in less than 10% of neoplastic lymphocytes. The overall findings are consistent with seroma associated anaplastic large cell lymphoma that frequently occurs adjacent to breast implants. Most of the cases reported have been associated with an indolent clinical course. Tcr gene rearrangement is pending to further evaluate the clonality of these neoplastic lymphocytes. Event abated after use stopped or dose reduced: yes.